Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, infusion ended early, over infusion. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).